Event description:
During ventilation therapy user unplugged ventilator and operated vent in ups battery mode past the recommended 10 minute time limit. The display screen went blank and ventilator stopped. The user exchanged ventilator for one with good battery and plugged in older one to charge 24 hours later, user retested battery under ups power and ventilator went blank and failed a second time. Ventilator brought to biomedical for eval.